Manufacturer narrative:
Additional information indicated that the physician explanted patient's ipg and implanted him with a new ipg. The patient is reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. Depletion rate with stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests. The root cause of difficulty charging is unknown.

Event description:
A report was received that the patient was frequently charging the ipg device. A database analysis reported premature battery depletion. It has been recommended that the patient's ipg be replaced.

Event description:
A report was received that the patient was frequently charging the ipg device. A database analysis reported premature battery depletion. It has been recommended that the patient's ipg be replaced.